Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging she awoke at 9:30 that morning not feeling well and found that the pump had no power. The patient reported that her blood glucose (bg) was 500mg/dl with severe nausea. The patient stated that she tried to reboot the pump with the same battery, without success. The patient reportedly changed the battery and the pump powered on. Customer technical support (cts) reviewed the alarm history with the patient and found a "replace battery" alarm occurred on (B)(6) 2013, at 5:15am and a "low battery" warning occurred on (B)(6) 2013, at 4:46am. There was no damage found to the battery cap or compartment. There was no pump defect found with troubleshooting. Cts determined that the battery was depleted due to an unconfirmed "replace battery" alarm. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy due to inadequate response to an appropriately emitted alarm.